Event description:
It was reported that they are getting artifacts in a patient's image causing the patient to be re-exposed. It was found the grid railed needed to lubricated, cleaned and calibrated, this resolved the issue.